Event description:
It was reported that the implant was removed due to numbness on the patient's lip.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided . Date of event unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no damage or signs of malfunction that would contribute to the event. Damage identified from the removal process. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient had (moderate density) type ii bone. The reported device was located on an unknown tooth site and was used for approximately 23 days. Complainant reported that the implant was removed due to numbness on the patient's lip. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.